Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 28jan2024. The procedure was completed using the 7fr arndt endobronchial blocker. The device was used by the physician to stop bleeding in the lung. As per the IFU recommendation, 6cc maximum was used to inflate the balloon.

Event description:
It was reported that the balloon of an arndt endobronchial blocker set deflated. It was observed that during a one-lung ventilation procedure, the balloon did not fully expand and deflated inside the patient. As a result, the patient was re-scoped, and the balloon was re-inflated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: bts tube, bronchial (w/wo connector) d2b - procode: additional product codes: bts e1 - customer(person): phone: (B)(6) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a). Investigation ¿ evaluation: it was reported that the balloon of an arndt endobronchial blocker set deflated. It was observed that during a one-lung ventilation procedure, the balloon did not fully expand and deflated inside the patient. The procedure was completed with another 7fr arndt endobronchial blocker set. There were no adverse effects to the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection, dimensional verification, and functional test of the returned device, were conducted during the investigation. Cook received one used balloon catheter. The balloon was test inflated with 6cc of air and asymmetric inflation was observed. The balloon¿s outer diameter remained within the specification's requirement. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, c_t_aebs_rev6 ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: precautions ¿inflate balloon initially under direct vision to ensure correct position and placement.¿ instructions for use ¿1. Fully deflate the balloon on the endobronchial blocker.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook was unable to establish a cause for this failure. It is possible that the customer observed asymmetrical inflation and reported it as a failure to fully inflate, but cook cannot confirm this without more information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.